Manufacturer narrative:
The device was not returned for eval and review of the device history record was not possible as the lot number is unk. The root cause classification is consistent with anticipated procedural complications as cardiac perforation is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as MFR report #: 3005188751-2011-00165 and 3005188751-2011-00166. It was reported that during an ablation procedure, a perforation occurred. A brk1 needle was used to cross the septum and then a sl1 sheath was advanced into the left atrium. As a wire was advanced, sheath access was lost. The physician attempted to probe the septum with the safire ablation catheter through the sheath and thought that the ablation catheter crossed into the left atrium. The catheter was removed and dye was injected via the sheath. Staining was noted in the pericardial space and the procedure was discontinued. Due to the small size of the effusion, no add'l intervention was required. The pt status is listed as stable.